Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx closure device and delivery system (wds) was implanted. The patient was noted to be in sinus rhythm during the implant procedure. At an unknown date, the patient experienced a fall which resulted in polytrauma, and a computed tomography (CT) scan was performed in response to the fall. It was discovered the closure device had embolized into the aorta. 425 days post index procedure, the patient underwent explantation of the closure device using a watchman truseal single curve access system (was) and a non-boston scientific (bsc) grasping forceps percutaneously through the aorta. The patient remains hospitalized but is expected to fully recover. There are no further details available.

Manufacturer narrative:
B3: bsc aware date used as event date as it is unknown

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx closure device and delivery system (wds) was implanted. The patient was noted to be in sinus rhythm during the implant procedure. At an unknown date, the patient experienced a fall which resulted in polytrauma, and a computed tomography (CT) scan was performed in response to the fall. It was discovered the closure device had embolized into the aorta. 425 days post index procedure, the patient underwent explantation of the closure device using a watchman truseal single curve access system (was) and a non-boston scientific (bsc) grasping forceps percutaneously through the aorta. The patient remains hospitalized but is expected to fully recover. There are no further details available.

Manufacturer narrative:
B3: bsc aware date used as event date as it is unknown. Procedural media was provided to aid in the investigation and was reviewed by a member of the boston scientific global medical safety organization. The media review report concluded: two (2) photos showed the explanted watchman flx closure device on the back table of the procedure room. One (1) still image of a full body computed tomography (CT) scan showed the embolized watchman flx closure device in the abdominal aorta proximal to the renal arteries. Two (2) fluoroscopy video clips were also submitted for review. The first fluoroscopy clip showed a large sheath and wire in the abdominal aorta distal to the renal arteries. Contrast injection showed the embolized watchman flx closure device proximal to the renal arteries without any flow obstruction. The second fluoroscopy clip showed a grasping forceps inside two (2) sheaths (the inner sheath being a watchman truseal access system) and how the forceps pulled the embolized watchman flx closure device back into the sheaths. The available media confirmed the watchman flx closure device embolization to the abdominal aorta. No procedural images have been submitted to assess factors contributing to the embolization of the device.